Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single-use: device discarded.

Event description:
The customer reported an unknown quantity of false positive results with the ID now covid-19 2.0 assay performed on unknown dates. Pcr confirmation testing (platform unknown) was performed on unknown dates and generated negative results. No additional patient information, including treatment and outcome, was provided.